Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient had elevated blood glucose (bg) levels. The reporter had contacted animas on (B)(6) 2011, and reported erratic bg's. However, the animas representative involved in the contact with the reporter on (B)(6) 2011, determined through troubleshooting that there was no evidence of a pump malfunction. On (B)(6) 2011, the patient was reportedly re-started on the pump per her health care provider (hcp) at 1:30 pm. At that time, the patient's bg level was 80 mg/dl and she was using a new cartridge and infusion set. By 3:30 pm, the reporter claimed the patient's bg level was "581 mg/dl." She also reportedly had symptoms of severe stomach pain and large ketones. The reporter contacted the patient's hcp who in turn advised her to contact animas and to have the pump replaced. The reporter was also instructed to treat the patient via injections every 3 hours using novolog insulin. The patient was also placed back on lantus insulin. At the time of the contact with animas on (B)(6) 2011, the patient's bg level was reportedly at "221 mg/dl." No associated alarms were observed in the pump's history after the patient had restarted pump therapy. The pump's date/time was correct. The pump was replaced. Multiple attempts were made unsuccessfully by animas to contact the reporter and patient for additional/follow-up information. It is unknown if the patient had any site or infusion set issues prior to developing the elevated bg levels. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas' criteria for a serious injury about 2 hours after restarting pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be dim.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.